Manufacturer narrative:
Date of birth is estimated.

Event description:
According to the complaint, an arterial sample of patient on the abl90 flex analyzer (serial no. (B)(6)) gave credible values for all parameters except a lactate of 6.4 mmol/l. A second venous sample was taken from the same patient one hour later and measured on another analyzer which gave a more credible result for lactate of 2.3 mmol/l. After 2 hours a third sample was measured on both analyzers with very similar results are for lactate (5.6 and 5.7 mmol/l)

Manufacturer narrative:
The data logs did not indicate any malfunction, hence, the root cause could not be identified. The most likely reason to the discrepancy for sample 2 can be a kind of interference in the sample - it may be connected to the fact, that patient is treated with k and insulin. Having asked for info on sampling, the answer was, that all samples were done via needle/syringe, so that can not confirm the hypothese at that stage of sampling.